Event description:
Patient was implanted in 2000 with an ancure aaa endograft. At the 6 month follow-up, a leak was observed, but the source of the endoleak was not identified. It was assumed there was a type 2 endoleak so the lumbar was coiled. The patient was to be monitored. At the 9 month follow-up, the persistant leak was still observed with continued growth of the aneurysm. The physician was still unable to detect the origin of the endoleak at the time. The original aneurysm was 6.5 cm in diameter and is currently at 7.8 cm. The graft was explanted on event date.